Event description:
It was reported that during setup, a 980 ventilator generated a safety valve open diagnostic message. There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and found the ventilator did not have an exhalation sensor (evq). The se was not able to duplicate the reported issue. The se installed an evq provided by the customer and performed sensor calibrations, extended self-testing on the device and all tests passed.